Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited backup vvi operation. The asymptomatic patient was brought into the clinic for further troubleshooting. After a device software download, normal function ensued.